Event description:
It was reported the patient had one spectra cylinder that was removed due to possible erosion. A new cylinder was not implanted. No additional patient complications were reported in relation to this event.